Event description:
The surgeon attempted to insert a 3 piece silicone lens model aq2003v. The lens was stuck in the cartridge prior to insertion and the cause of the incident was unknown. The lens was not inserted and there was no patient contact or injury. The model and lot numbers of the cartridge and injector used were unknown.